Event description:
It was alleged that the device was transporting a patient when it dropped. It was alleged that the patient was injured, further information has not been provided.

Manufacturer narrative:
It was reported to stryker by a repair facility that the cot was allegedly involved in a drop with a patient injury. It was further alleged that the lift tube assembly was bent and needed replacement. No further information was able to be obtained.

Event description:
It was alleged that the device was transporting a patient when it dropped. It was alleged that the patient was injured, further information has not been provided.